Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that there are big air bubbles in the reservoir that ar the size of the b bolus button on the insulin pump. Customer's blood glucose reading was 118 mg/dl. Nothing further reported.